Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was scheduled for a cardioversion procedure due to atrial fibrillation (af). The crt-d was used to deliver a commanded shock as a part of the cardioversion procedure. The delivered shock resulted in a code 1004 being displayed indicating that the shock impedance on the non-boston scientific right ventricular (rv) lead was low and out-of-range. The impedances in all three vectors was zero. Burst pacing and two external shocks were used to complete the cardioversion procedure. A few minutes later the shock impedance measurements were back within the normal range. Boston scientific technical services (ts) advised checking the impedances again. This time two of the vectors had high out-of-range shock impedance of greater than 200 ohms. The third vector was within the normal range at 47 ohms. The patient was very ill at the time, and the health care professional (hcp) elected to program tachy therapy off and continue using the device for pacing. The hcp verified that the device had good sensing and pacing at the time. However, ts did advise the hcp that the code 1004 may have potentially damaged the crt-d and that pacing and sensing functions could not be guaranteed at this time. Ts also advised doing a manual cap reform to further test the device. The cap reform was done a couple days later and a charge time out error occurred. The patient had a severe stomach flue at the time and was sent home with tachy therapy still programmed off. Subsequently, the patient died from a non-device related reason. The patient had been very ill and was dnr. This product remains implanted at this time. No additional adverse patient effects were reported.